Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein one of the leads was found to be pulled out of the ipg header. The lead was re-inserted into the ipg header. This addressed the issue. It is unknown which lead was pulled out of the ipg, therefore both leads are being reported.

Manufacturer narrative:
- Patient weight: attempts have been made to obtain this information and is unavailable.

Event description:
Related manufacturing number: 3006705815-2021-03236, 3006705815-2021-03237. It was reported that the patient was experiencing impedance issues on one of their leads, which prevents them from entering MRI mode. As a result, surgical intervention may be pending to address the issue at a later date. It is unknown which lead is experiencing the issue, so all related devices are being reported.